Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture did not form a loop and would not attached to the trip wire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, prior to the procedure, the suture did not form a loop and would not attached to the trip wire. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter address - (B)(6). Problem code 1069 for the reportable issue of suture broken. Only the ligator head was returned for analysis. The device was returned out of its original package and the plastic wrap was opened when received. A visual examination of the component found all bands present and the ligator head teeth were undamaged. It was noticed that the suture had two knots and one small loop and the loop was not the same as made during manufacturing and the most proximal section of the suture appeared to be broken. Based on that returned complaint device, it is uncertain if the suture was broken as it was removed from its plastic wrap when received, or due to tension applied during the initial setup or if other factors could have been involved in the event. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause not established, since the device was not returned for proper evaluation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.